Event description:
A piece of the lapvue scope cleaner stayed attached to scope and was mistakenly dropped into the patient's abdomen during the procedure. It was noted and promptly collected without incidence. Staff report that this is a common occurrence with this particular item. System imaging laporvue vuetip prefill defog solution raiopaque trocar swab 2 port detache scope cradle laparoscopic surgery disposable.